Event description:
Crm received info that this lead dislodged in the atrium following the case. The lead was removed from service and replaced with a new lead. Tissue was noted in the helix upon extraction.